Event description:
It was reported that the pulse generator could be interrogated intermittently. The device had reached normal elective replacement indicator and was electively replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.